Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the jaws could not be re-opened. The device was not on tissue when this occurred. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury. The device was returned for evaluation with the knife blade exposed.